Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg values were not provided. Suspected cause was boluses not delivering fully. Infusion set site changes were performed to address bg. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.